Event description:
It was reported that a death occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The device was successfully implanted without an effusion noted at the end of the case. The following morning, patient became hypertensive for which a transthoracic echocardiogram was performed. A small non-acute pericardial effusion and spontaneous atrial fibrillation were noted. Amiodarone was administered and patient stabilized. Later that evening, patient developed renal and liver issues. A transesophageal echocardiogram was performed to reveal no change to the effusion; therefore, no intervention was performed. The next day, patient continued to have renal issues, but no change in effusion was observed. The patient was brought to the catheterization lab for a pericardiocentesis followed by dialysis, but coded before any interventions were performed. Patient subsequently passed away.